Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a jelco® hypodermic needle-pro® needle had a loose connection, was leaky, and detached from the hub during use on a patient. No patient or clinician injury was reported. See MFR: 3012307300-2016-00450, 3012307300-2016-00515, 3012307300-2016-00516, 3012307300-2016-00517, 3012307300-2016-00518, 3012307300-2016-00519, 3012307300-2016-00520, 3012307300-2016-00521, 3012307300-2016-00522, 3012307300-2016-00523, 3012307300-2016-00524, 3012307300-2016-00525, 3012307300-2016-00526, 3012307300-2016-00527, 3012307300-2016-00528, 3012307300-2016-00529, 3012307300-2016-00530, 3012307300-2016-00531, and 3012307300-2016-00532.